Event description:
It was reported that a request for troubleshooting was sent to technical services (ts). Technical services (ts) reviewed the device data and noted far field oversensing on the right atrial channel causing atrial tachy response (atr) as well as evidence of potential undersensing of fine atrial fibrillation (af). Ts reviewed an event where there was initial detection in the ventricular tachycardia (vt) zone, slowed to the ventricular tachycardia (vt)-1 zone which is no therapy. The rate then increased back in to the vt zone and anti-tachycardia pacing (atp) is delivered as programmed. A request was sent to ts to discuss if therapy was appropriate or inappropriate for the recorded events. Ts noted that the device delivered therapy as programmed but if this was not desired there may be consideration to adjust therapy zones as suggested. Additional information clarified that the therapy delivered by the device were appropriate and no further changes were made. At this time the device remains implanted. No adverse patient effects were reported.